Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient experienced a skin reaction with itching, burning, redness, inflammation, pustules, and infection, extended beyond the patch perimeter. The reaction was treated with a prescription of an oral antibiotic, cephalexin, for which the prescription was received 1 day after the event date. No photo was provided. There was no documentation of medical intervention. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.